Event description:
Per the clinic, the patient experienced an inflammation around the magnet site two weeks after fitting session which was treated with a topical antibiotics (specific date and duration not reported). Two weeks later, the patient experienced swelling, pain and severe redness at the coil site which was again treated with a topical antibiotics (specific date and duration not reported). Afterwards, the patient underwent an exploratory surgery due to discharge, granulation tissue and necrosis (specific date not reported). It was also noted that the swab of mucus tested indicated an infection (specific date not reported). Following that, the patient was placed under general anesthesia on (B)(6) 2025, in order to reposition the device and debride the area. The symptoms resolved, and the device remains implanted. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the patient was with second injectable steroid 10 days after the first injectable steroids (specific date and duration not reported). Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 07, 2025, was filed inadvertently. The infection previously reported is not device related. It was also reported that the patient was treated with injectable steroid (specific date and duration not reported) to manage keloid swelling.

Manufacturer narrative:
Per the clinic, the patient re-developed localized swelling over the lower edge of the implant in (B)(6) 2025 (specific date not reported). Subsequently, the patient underwent swelling aspiration procedure (specific date not reported) and was administered with systemic antibiotics prophylactically (type, duration, and specific dates not reported).